Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for defibrillation threshold testing, the device failed to convert the patient's ventricular tachycardia. The patient's ventricular tachycardia terminated spontaneously. The physician decided to use a fixed pulse width instead of tilt and the patient was stable prior and post procedure.